Manufacturer narrative:
Heartsine has requested return of the device for investigation and additional information about sn of the device. Upon completion, the conclusions will be submitted in a follow-up report. D4 serial # and h4 manufacturing date were left blank intentionally.

Event description:
The customer contacted heartsine to report that the batteries won't work properly unless you hold them in place. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted heartsine to report that the batteries won't work properly unless you hold them in place. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer's device was not returned for evaluation. A cause of the reported issue could not be determined.